Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message and failed to discharge with paddles attached. Complainant indicated that there was no pt involvement in the reported malfunction.